Manufacturer narrative:
A4 patient weight added to the report.

Event description:
It was reported that the ipg was explanted and replaced on feb 25, 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient's ipg would not communicate. Troubleshooting steps were taken, but the ipg would not communicate with external devices. Patient reported that they have not charged the ipg in several months. As a result, surgical intervention may occur on a later date to address the issue.